Event description:
It was reported that the user sought assistance with a full supply change while using inset infusion sets, noted a wobbly connector due to incorrect attachment to the inset, and previously experienced an infusion set that did not adhere. The event was characterized as a fitting problem involving the connector/coupler, and troubleshooting and education were completed with insulin delivery resumed with no effects on the user's blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.